Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 45 mg/dl was entered into the pump by the user on (B)(6) 2020 at 6:00:31 pm. Continuous glucose monitor (cgm) values of 45 to 51 mg/dl were recorded at 5:53:32 pm to 6:08:32 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 46 was enunciated at 5:53:32 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 4:52:59 pm date: (B)(6) 2020 iob: 0.16. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 2:42:16 pm date: (B)(6) 2020 iob: 1.74 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 48 mg/dl were recorded at 7:33:32 pm to 7:43:32 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 40 was enunciated at 7:33:32 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 4:52:59 pm date: (B)(6) 2020 iob: 0.16. Time: 6:22:18 pm date: (B)(6) 2020 iob: 0.28. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 2:42:16 pm date: (B)(6) 2020 iob: 1.74. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.